Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other text : device evaluation anticipated, but not yet begun

Event description:
It was reported that the pulse generator exhibited premature elective replacement indicator (eri). The device was replaced.

Manufacturer narrative:
Final analysis found the pulse generator to be in backup mode due to device battery voltage dropping below end of life (eol). After replacing the battery, normal function ensued.